Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there were deposits on two intraocular lenses which may be visually significant. The customer suspects the problem is with the cartridge. This report is 2 of 2. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant medical products: toric iol, serial number: unknown. All pertinent information available to abbott medical optics has been submitted.